Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-8500bl blurr was leaving metal shavings in the shoulder during subacromial decompression. The speed was set to 8000 forwards. Metal shavings were then removed using an ar-8400dc shaver. No harm to the patient was reported, and the case was finished in the usual manner. This was discovered during a shoulder arthroscopy on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.